Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a stem hip impl win gen on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due loosening and infection.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item and lot number is available. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: according to the received journal article, that one patient was revised due to stem loosening which developed late infection. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis root cause determination using dfmea(wagner sl): secondary infection (patient has an infection in another site of the body) due to septic loosening -> possible, as the available information indicate loosening combined with a late infection. Implant contaminated during handling due to septic loosening -> possible, as the available information indicate loosening combined with a late infection. Infection due to failure of sterilization procedure due to supplier process -> possible: the lot number of the affected product was not provided. Therefore, the sterilization certificates could not be reviewed. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Infection due to failure of sterilisation procedure due to design -> possible: the lot number of the affected product was not provided. Therefore, the sterilization certificates could not be reviewed. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use -> possible, as it is unknown if the product/s were reused. Infection due to proposed resterilization procedures in IFU not effective -> not possible, as the suggested resterilization procedures in the IFU properly validated. Root cause determination using dfmea(revitan stem): infection due to failure of sterilization procedure due to supplier process / design of the device -> possible: the lot number of the affected product was not provided. Therefore, the sterilization certificates could not be reviewed. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Infection due to wrong resterilization procedure for sterile delivered parts -> possible: the lot number of the affected product was not provided. Therefore, the sterilization certificates could not be reviewed. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Infection due to proposed resterilization procedures do not provide sterility-> not possible, as the suggested resterilization procedures in the IFU properly validated. Conclusion summary the provided information do not clearly specify if a revitan or wagner sl stem was used. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. That being said, the conducted root cause analysis did not come up with a specific root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).